Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department for further investigation. Fse verified the reported errror via the instrument logs. The fse checked the impass adjustment and it was at -247 (range = -150+/-10). Fse adjusted the range to -147 and performed a e2 run to verify instrument functionality. Instrument is functioning as intended and was released. No further action is required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-360 operator's manual list of error messages states the following: 4017 spec.sy clog detected. Description: specimen clog was detected sample tube. Troubleshooting: the item is not assayed. Repeat assay. The most probable cause of the reported issue was due to the impasse is out of adjustment.

Event description:
The customer reported receiving error 4017 spec.sy clog detected on the aia-360 instrument. Customer indicates the instrument completes the daily checks without any errors and then the reported error occurs throughout the day. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of progii, bhcg, and e2, patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.